Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a reversed flow. The issue was further described as, "propofol backing up into fentanyl". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. The device underwent flow accuracy testing at a rate of 25ml/hour with volume to be infused of 25ml and the short, simulated therapy was successfully performed. The event history log was reviewed and the last date that fentanyl was infused as the primary infusion was 03/10/2025 and no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.